Manufacturer narrative:
S.w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged exposure to moisture, reprogram alarm, audio/beeping anomaly, failed battery alert/battery failed alarm, blank display and cosmetic damage located at the case found on (B)(6) 2023. Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify reprogram alarm, audio/beeping anomaly, failed battery alert/battery failed alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thus. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on (B)(6) 2023 at 12:22:29 am, at 12:22:57 am, at 12:23:00 am and at 12:23:26 am according in the detailed trace file. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 1 week prior to the event date 28-jun-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:25:42.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:04:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, failed battery alert/battery failed alarm, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 28-jun-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case. Blank display was not confirmed. Unable to perform the required testing, verify reprogram alarm, audio/beeping anomaly, failed battery alert/battery failed alarm, upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that after battery was inserted in the pump found pump was exposed to moisture and tried to get pump settings. There was moisture in the pump and it was beeping with battery failed alarm. The customer stated that her pump has moisture under the screen and it will shut off on its own. Troubleshooting was performed and found that there was a crack on the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.